Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch was triggered on this pacemaker due to out-of-range impedance measurements. There was evidence of oversensed noise. A copy of the device information was forwarded to boston scientific technical services (ts) for assessment. Ts advised that the noise is indicative of oversensing of the minute ventilation (mv) sensor and recommended programming it off. Ts also advised further troubleshooting of the lead system. The patient was brought into the clinic and the mv sensor was programmed off. Attempts to recreate variations in impedance measurements or induce oversensed noise was unsuccessful. No adverse patient effects were reported and the device remains in service.